Event description:
The ventilator was alarming and stopped ventilating the patient. The rn responded immediately and began bagging the patient. The patient did not desaturate. The respiratory therapy dept responded with a replacement ventilator. No harm to the patient. There have been 4 similar type of events with the puritan bennett ventilators.